Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4194 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received multiple shocks for t-wave oversensing and the device reached end of life. The patient was noted to have had an electrolyte issue. The device was explanted and replaced. No further patient complications have been reported as a result of this event.